Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve h12lp device was received with the olive plug assembly damaged and the broken part of the olive plug assembly was returned inside aplastic bag. In addition, the tyvek was returned along with the instrument. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The damaged on the olive plug assembly , it is possible that the damaged was due to an improper handling of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when trocar was placed, it broke into pieces. A new one was used to complete the case with no patient consequences.